Manufacturer narrative:
The 14fr esheath was returned to edwards for evaluation. Visual inspection revealed the following: sheath liner was circumferentially delaminated and pulled proximally from distal tip, c-marker band missing and not returned, adhesive trace can be seen on the sheath liner at the c-marker band bonding site and the sheath liner expanded and tip opened as designed. No imaging or photo was provided for evaluation. Functional and dimensional testing was not performed due to the condition of the retuned device. During the manufacturing process, the esheath is 100% visually inspected and tested several times.  The sheath shaft components, the liner seam is 100% visually inspected for defects on the shaft, liner seam and tip per procedure. During final assembly, the esheath is 100% visually and dimensionally inspected by both manufacturing and quality per procedure for defects. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for seam separation, and abnormalities such as liner tears. All samples passed pv testing. These inspections and test during the manufacturing process support that is unlikely that non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event.   A lot history review was performed and no other complaints for the reported event were noted. The instructions for use (IFU) for commander delivery system, IFU for esheath, device preparation manual and procedural training manual were reviewed for guidance and instruction on device preparation and usage involving the devices. The procedural training manual provides guidance on thv retrieved through sheath. Thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward, and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath thv or delivery system once thv is retrieved, and the crimped thv aligned on balloon is larger than crimped thv off balloon, take care if deciding to retrieve and do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip, stop, advance thv past the sheath tip, ensure thv is centered on the flex tip, rotate the delivery system before trying again and retrievability is based on preclinical testing. Based on the review of the IFU and training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time the complaints were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the issue was present out of box. Per report, ¿while pushing the valve through the sheath, there was a partial rupture of the distal part of the esheath, causing a dislocation of the radiopaque marker¿. Per the returned device observation, the sheath liner was fully expanded, and sheath tip was opened normally. This indicated that the ds/valve was able to be fully advanced through sheath and exited the sheath tip. However, it is unknown when the liner delamination occurred during the procedure. As reported, the patient access vessel had moderate tortuosity. As the physician had to retrieve all devices and exchange for the new sheath in a tortuous anatomy, it is possible that the delivery system with crimped valve might have become caught at the distal tip of the sheath due to the noncoaxial alignment between devices. This will often require extra pull force in order for it to be removed. The extra force applied to the delivery system in this position can cause delamination of the liner and eventually dislodge the c-marker band in the exposed region of the sheath liner. In this case, as such, available information suggests that withdrawal difficulty due to patient/procedural factors (excessive force applied to retrieve ds/crimped valve in a tortuous anatomy) may have contributed to the reported complaint events. However, due to inclusive information, a definitive root cause could not be determined at this time.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor pra is required at this time.   The complaint for sheath distal tip separated marker was confirmed. A product risk assessment (pra) was previously initiated to assess the risk associated with separation of the sheath marker band. In addition, corrective actions were implemented as part of CAPA. The pra documents the potential for component embolization. However, there was no report of embolization occurred in this event. The risks outlined in the pra remain the same. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards affiliate in (B)(6), while pushing the valve through the sheath, there was a "partial rupture" of the distal part of the e-sheath, causing a dislocation of the radiopaque marker. Doctor was able to retrieve everything, change the sheath, and successfully implant the valve. No vessel damage to the patient.

Manufacturer narrative:
Additional information: b5,b7, d4 (lot number, expiration date).

Event description:
Additional information: the patient was discharged.

Event description:
Correction: received additional information regarding clarification of the event. The description was updated as follows: as reported by an edwards lifesciences affiliate in switzerland regarding a sapien 3 ultra case by transfemoral approach with a commander delivery system and esheath, difficulties were encountered to retrieve the commander delivery system with an accurately deflated balloon back into the esheath, causing a partial esheath distal tip rupture and a dislocated radiopaque marker. Therefore the commander delivery system and esheath were removed together as a unit. No cut down was needed. The dislocated marker of the esheath was completely recovered. The esheath was replaced with a new esheath of the same size. No patient injury occurred and the femoral access was closed correctly. There were no consequences for the patient as the esheath was easily replaced, however, procedure time increased.

Manufacturer narrative:
Additional information: h6 h10. The returned devices was visually inspected upon receiving and the following was observed: sheath liner was circumferentially delaminated 1¿ in length and pulled proximally from distal tip. C-marker band missing and not returned. Adhesive trace can be seen on the sheath liner at the c-marker band bonding site. Sheath liner expanded and tip opened as design. No imagery or video was provided for the evaluation. Due to nature of the complaint, no applicable dimensional inspection was performed. The complaint is confirmed through visual inspection of returned device. Due to nature of the complaint, no applicable functional testing was performed. The complaint is confirmed through visual inspection of returned device. A device history record (DHR) review was performed and s did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event. A review of complaint history on confirmed device complaints (returned and no product returned) from october 2019 to september 2020 revealed similar events for the esheath introducer sheath (all models and sizes) for the reported liner delamination and separated maker. The complaints were reviewed based on similar reported events and associated root causes / evaluation codes. The following IFU and training manuals were reviewed for guidance and instruction on device preparation and usage involving the devices: IFU for commander delivery system, IFU for esheath, device preparation manual, and procedural training manual. Precautions: when inserting, manipulating or withdrawing a device through the sheath, always maintain orientation of the sheath position. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. Delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported event liner delamination and separated marker were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the issue was present out of box. As per the description, ¿difficulties were encountered to retrieve the commander delivery system with an accurately deflated balloon back into the esheath, causing a partial esheath distal tip rupture and a dislocated radiopaque marker¿. The patient¿s access vessel was reported to be moderately tortuous. It is possible that tortuosity in the access vessel create the non-coaxial alignment between the delivery system balloon and sheath tip during retrieval. This retrieval configuration can cause the delivery system to become caught at the distal tip of the sheath. This will often require extra pull force in order for it to be removed. The extra force applied to the delivery system in this position can cause delamination of the liner and eventually dislodge the c-marker band in the exposed region of the sheath liner. As such, available information suggests that withdrawal difficulty due to patient/procedural factors (excessive force applied to retrieve delivery system in a tortuous anatomy) may have contributed to the reported complaint events. However, due to insufficient information, a definitive root cause could not be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect with the liner delamination report, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. A corrective action preventative action (CAPA) was previously initiated to address reported marker band separation. Corrective actions associated with the CAPA included increasing the tecoflex trim length to 1 mm and repositioning the marker band further proximal under the liner. The CAPA was closed, after which no additional dislodgements were documented for 6 months/1,000+ units. While the complaint device work order was manufactured after implementation of corrective actions as documented in CAPA, the occurrence rates for this failure mode did not exceed september 2020 control limits. In addition, no manufacturing nonconformities or IFU/labeling/training deficiencies were identified and the reported event was attributed to patient/procedural factors, therefore no further corrective/preventative actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation for the liner delamination, a product risk assessment escalation is not required. No product non-conformances or IFU/training deficiencies were identified during evaluation for the separated marker. Product risk assessment (pra) was previously initiated to assess the risk associated with separation of the sheath marker band. To address the issue, corrective actions were implemented as part of CAPA. The pra documents the potential for component embolization. However, the marker band was completed covered; thus no embolization occurred in this event. The risks outlined in the pra remain the same. The control limit for the applicable trending category (separated) was not exceeded for the month of september 2020. Therefore, the re-escalation threshold for this issue was not exceeded (per pra, the issue is to be re-escalated if monthly complaint trending exceeds control limits). The pra remains applicable and no further action is required.